Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not received for evaluation. A device analysis could not be completed, however all accessories in the reported set, including the drain bag, are single use products. The drain bag must not be emptied and reused during the same therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to unintended use of the effluent bag. Previous nonconformance and preventive action records were opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the waste bag of a prismaflex m150 set three (3) days after the start of continuous renal replacement therapy. The bag required replacement to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.